Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer to rely on backup insulin therapy if pump battery depleted before new charging supplies arrived.